Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced two outer set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause of error 252 may be attributed to blue fiber cable connectivity issues between the carts/consoles while the system is powered on. A loosely connected, improperly seated, or disconnected blue fiber cable during use can place the system in an unrecoverable mode and this error can be resolved with a power cycle. The probable root cause is attributed to a component failure in the suj. The fse replaced this part to resolve the issue.

Event description:
It was reported that the nurse called the technical service engineer (tse) informing that the system displayed red leds on the arms and error 252 on the screen.. The nurse wasn¿t able to power the system because the patient side cart (psc) or the vision side cart (vsc) would not shut down. Customer was instructed to shut down all carts through the back panel, moving the power key from I to 0 and inspect the system without energy. After reseating all fiber connections, including the grey one in the back of the vsc, the nurse started the system again but the error 252 persisted. The tse found several errors linked to the issue. There was no report of patient involvement.